Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, a root cause could not be identified. It was likely that the image interference was due to a scratch on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed image interference. There were no reports of patient harm.